Event description:
Rptr states the nurse opened the box & removed the implant with packaging, & the implant slid out of package & onto the floor. Apparently, the packaging & sealed end had come opened & allowed the implant to fall to floor. Another implant was available & was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.